Event description:
The customer reported that the nav-ring was not responding. It was unknown if the suspected device was in clinical use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, it was reported that the nav-ring was not responding. A field service engineer (fse) was requested to replace the front bezel. The fse replaced the front bezel to address the reported issue. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.